Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.

Event description:
(B)(4) - an ophthalmologist and an optometrist reported to the FDA that a pt who was an acuvue brand contact lens wearer (using an unspecified hydrogen peroxide lens solution) was diagnosed with fusarium keratitis od while possibly using sooth xtra hydration. It is unk when the pt used the soothe as it was provided by the optometrist as a sample. The pt presented to an optometrist in 2010 with a corneal abrasion and was prescribed vigamox, tobradex eye drops and tobradex ophthalmic ointment. The abrasion appeared to be healing well. On f/u, the pt presented with worsening of unspecified ocular symptoms and was referred to an ophthalmologist. The pt was then referred to the reporting ophthalmologist and presented with a central corneal ulcer associated with a mild hypopyon. "Both rapidly worsened." Cultures were taken and a diagnosis of fusarium keratitis was confirmed. The pt was placed on topical and systemic amphotericin. As the pt's condition worsened, the pt's immunosuppressive medications were discontinued. The pt was admitted to the eye hospital for a penetrating keratoplasty. Fusarium was also found intraocularly from a culture obtained during surgery and a single intravitreal injection of amphotericin was given. The pt was also evaluated by a glaucoma specialist for uncontrolled intraocular pressure. On discharge from the hospital, visual acuity was hand motion and a hypopyon was noted. The pt continued to be treated with topical amphotericin. Attempts by the treating physician to obtain further info following the pt's scheduled f/u visit have been unsuccessful. Additional info is not expected as informants wished to remain anonymous per FDA. If additional info is received, will report within 30 days of receipt. (B)(4).